Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The deflation was diagnosed via mammogram. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 49 year old caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The deflation was diagnosed via mammogram. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device. Yellow material was observed on the shell surfaces. The mentor product analysis lab discovered on device a rent measuring approximately 1.5 cm on the anterior aspect and on device b a rent measuring approximately 0.9 cm on the posterior aspect. Microscopic examination of the edges of the rents gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the devices. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).